Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak. Updates made to the following sections: report type (b1), outcomes attributed to adverse event (b2), date of this report (b4), describe event or problem (b5), explanted date (d6b), device available for evaluation (d9), type of report (g6), type of follow-up (h2), device evaluated by manufacturer (h3), event problem and evaluation codes (h6), manufacturing narrative/corrected data (h10).

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.